Event description:
Customer's father called to report that he was taking his child to the emergency room because she has had blood glucose levels in the range of 450mg/dl for about 5 hours. Customer's father was not able to provide any other details. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.